Event description:
It was reported, that after 3 minutes, the machine was frequently alerted to the possibility of helium leakage. Which could not be solved by adjusting the equipment and the catheter. As a result, a new catheter was used and inserted in the same site. Which solved the issue. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, an external helium leak was noted, from the iab bifurcate. The leak was identified, as a crack on the bifurcate in the serial number label area. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after 3 minutes, the machine was frequently alerted to the possibility of helium leakage, which could not be solved by adjusting the equipment and the catheter. As a result, a new catheter was used and inserted in the same site, which solved the issue. There was no report of patient complications, serious injury, or death.